Event description:
Implanted with essure on (B)(6) 2008. I'm an athlete and know my body very well when I first noticed the fatigue setting in then the body aches. Then the joint pain started, the lower back pains and pain in hips and affecting my sciatic nerve to my right leg. I was kick boxing and had to quit due to not having the stamina to train and the joint pain and severe muscle fatigue I was experiencing. During this whole time, I was getting severe uti infections that has lead to some incontinence issues. Today on a daily basis I experience all this plus these other ailments: chronic fatigue, body aches, achy joints, irregular cycles, abdominal bloating, abdominal pains, kidney pain, bladder infections, heart flutters, lower back pains, headaches daily sometimes migraines, neck pain, spinal pain, sciatic nerve in legs pain, jaw and teeth pain, thyroid issues, heavy bleeding sometimes gushing, blood clots during cycle, severe joint pain and muscle fatigue, metal taste in mouth and blood, ear aches w/no infection when having jaw pain, discharge and odor, incontinence issues, tingling in left hand with cramping of fingers. Light headed, brain fog, asthma attacks, crawling skin, night sweats, bleeding after sex, spotting in between heavy flows, hip pain, nausea. Bad pap smears that need treatment for cancer cells. Skin cancer requiring major surgery. It is almost impossible to be physical due to fatigue and loss of muscle strength. I used to be a ski racer and now I am lucky if I can go 100 yards without my leg muscles screaming in severe pain! (B)(4) update on (B)(4) 2014: surgery was (B)(6) 2014, lavh. I wanted to keep my ovaries but they were damaged too much to keep. My ovaries, tubes and uterus were fused to my colon. My doctor needed to call in the general surgeon to separate my organs in order to save my colon. I have many old cysts and new ones. Filled with endometriosis fusing my organs. I had large fibroids in the uterus and chocolate pockets (?) Filled with old blood that would not slough off during my cycle. I had a uti treated prior to surgery and have had another since surgery. I never had uti's prior to essure! I felt really good after surgery, no headaches, body aches, fatigue. I then had a patch test done with some of the essure materials and two hours after the patch was applied I had a major headache then woke up with the body aches and fatigue. The patch was removed after 48 hours and the symptoms remained another 24 hours, then disappeared. Three months post op and I still get severe kidney infections. (B)(4).

Event description:
Additional info received from reporter 06/24/2015: had a hysterectomy (B)(6) 2014 and immediately noticed a difference. Unfortunately doc was not able to save my ovaries. Ovaries, ureters, kidneys, uterus and colon were all fused together. Doc had to call in a general surgeon to assist with the separation of organs in order to save the parts needed. I was full of endometriosis, adenomyosis, fibroids and cysts. One ovary had an endometriotic cyst containing golden yellow to green mucinous substance. A year later: I continue to have occasional uti's. Inflammation on a daily basis causing stomach bloat and some edema in hands and feet. Dry eyes due to inflammation. Allergies to jewelry, makeup, contact solution, some foods. Also have pain in right side but kidney checks out fine and have no gallbladder but do have two metal clips which may be causing me problems since I am so sensitive to metals now. I continue to some joint pain and muscle fatigue. Future appointments to hopefully rule out auto-immune issues. Have changed my diet to eating cleaner and still have not lost any of the 30 plus pounds I gained with essure. This product has destroyed my livelihood and making destroying my health.